Event description:
Complainant alleged that a nurse was treating a pt (age and gender unknown) using the device with a multi-function cable and electrodes, but the device displayed a "poor pad contact" error message. The nurse applied fresh electrodes to the pt, but the device continued to display the same message, eventually, another clinician noticed that the electrodes cable had been connected backwards into the multi-function cable, and corrected the error. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem. Subsequent to the event, the nurse recreated the event to the zoll sales rep and the facility's biomed engineering dept. During that demonstration it was observed that the nurse was only able to duplicate the reverse insertion of the electrode cable into the multi-function cable only by applying excessive force. The sales rep has retained the staff on proper connection techniques. The latching spacing and shaping of the connecttors were designed to inhibit user error.